Event description:
This companion 2 driver was not in use with a patient. The customer reported that when the companion 2 driver was powered on, it exhibited an "emergency battery error" alarm. The customer also reported that the driver was connected to an external power source for several weeks while in storage. This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. In addition, the companion 2 driver has redundant, alternate power sources of external batteries and wall power. An investigation will be conducted by syncardia. The results of the investigation will be provided in a supplemental MDR.